Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b.braun surgical s.a. (Manufacturer). Exemption number: e2014012. Samples received: none. Analysis and results: 648 units of this batch were manufactured and distributed and there were no other complaints on this batch. There are no units in stock in the OEM warehouse. As no samples were received and no units of this batch are available at the OEM, the only investigation performed was to review the batch manufacturing record and this product had a normal process, and the results during the process fulfill OEM requirements. Final conclusion: without samples, a stufy of whether the affected product does not fulfill the specifications could not be performed. As a consequence, a proper analysis could not be done. Nevertheless, this incidence has been recorded. If any sample is received in the future, the case will be re-opened and analyzed. Actions taken on distributed product from this reference/batch: based on the conclusion derived from investigation (review of manufacturing records and complaint history), no field actions are currently required on this batch of product. Corrective/preventive actions: according to OEM internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. Device not available for return.

Event description:
Country of complaint: france. The needle detaches from the thread during use.